Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the distal end, and the plastic distal end cover had a burn. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: high-energy endo therapy accessories were used without ensuring sufficient distance from the distal end. According to the instructions for use, the cause is a known inherent risk. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.